Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching the ring electrode cable lumen proximal to the superior vena cava coil. The etfe cable coating was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.